Event description:
In 2008, an e-mailed report was received from a physician that stated the following: "unfortunately, today's patient developed a small right sided pneumothorax. I believe due to a vigorous biopsy I took". "He is doing fine, no chest pain and no dyapnea or hypoxemia." The following day, the physician sent a follow-up e -mail stating "pneumothorax resolved quickly and patient went home." The hosp did not keep a record of the lot or serial number of the device used.